Event description:
It was reported that MRI circuits burst when pressure was applied. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.